Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the bile duct during laparoscopic cholecystectomy, the instrument was handed up, the surgeon inserted it into the trocar and then applied pressure to load the clip into the jaws. Part was through the squeeze, the surgeon encountered resistance and was unable to complete the squeeze. The device was removed from the trocar and it was noted that there was no staple visible in the jaws and the indicator on the end was red and showing that the device was empty. Another of the same product was opened and used and the procedure was completed without further incident. There was no patient injury.